Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing new pain in the rectum and left sciatic area. The patient felt increased pain when stimulation was turned on and pain was still present when stimulation was off. It was also reported that the patient was experiencing numbness in the left leg which moved to the right leg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing new pain in the rectum and left sciatic area. The patient felt increased pain when stimulation was turned on and pain was still present when stimulation was off. It was also reported that the patient was experiencing numbness in the left leg which moved to the right leg. The patient underwent an explant procedure. The explanted ipg was returned. No further information has been obtained despite good faith efforts.